Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure was completed using a mobile c-arm. A philips remote service engineer (rse) inspected the system remotely and confirmed that the radiation was not possible. The examination of the system log files revealed a fault in the flat detector. A philips field service engineer (fse) inspected the system onsite and confirmed that there was an issue with the flat detector. The fse replaced the fuse of the detector power supply and the detector and calibrated it. The defective detector was returned for part analysis. The cause of the detector failure could not be conclusively determined by the supplier's part analysis, however the replacement of the detector by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that an x-ray was not possible. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Corrected data: additional narrative, component code. Philips has investigated this complaint. According to additional information received, the procedure was completed using a mobile c-arm. A philips remote service engineer (rse) inspected the system remotely and confirmed that the radiation was not possible. The examination of the system log files revealed a communication issue between the fdc (flat detector controller) and the detector. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an issue with the flat detector. To resolve the issue, the fse replaced the fuse of the detector power supply, the detector and did image calibration. A similar issue ((B)(4)) occurred after few days where the fse found that the actual cause of the issue was a defective cable which resulted in a faulty power supply, flat detector and fuses and replaced the whole cable set which resolved the issue completely. The defective detector was returned for part analysis. The cause of the detector failure could not be conclusively determined by the supplier's part analysis, however the replacement of the detector by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order.